Manufacturer narrative:
Please note that previous reports did not indicate that there are two devices associated with the reported events. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00579 and 1016427-2013-00117. Additional details of the reported events were received from the adjudication minutes of the study. As a result, two new events, no flow (B)(4) and hypotension (patient code 1914) are being reported for these new events. Cta of the head 5 days later revealed 60-70% stenosis at the mid stent level. Patient code for this third new event is 1985. Device codes are 515 and 1423. Ada head CT without contrast performed on (B)(6) 2013 and compared to the (B)(6) 2013 CT and the (B)(6) 2013 MRI revealed: 1. Known small infarction seen on (B)(6) 2013 are not well seen by CT. No hemorrhage or other acute complicating features. 2. Stable chronic findings from (B)(6) 2013. A cta of the head with contrast on (B)(6) 2013 revealed: 1. Procedural changes from stenting of the left ica. Wall thickening, atherosclerotic change and/or thrombosis within the distal common and stented proximal left ica with up to 60-70% stenosis at the mid stent level. Right carotid bifurcation is widely patent. 2. Mild to moderate narrowing of proximal co-dominant vertebral arteries. Possible moderate to severe narrowing of the proximal intradural segment of co-dominant right vertebral artery. Mild atherosclerotic irregularity within the carotid siphons. There is no intracranial branch occlusion. 3. Approximately 70% stenosis of the origin of the left subclavian artery. 4. Possible mild/moderate stenosis of the origins of the vertebral arteries. The patient was started on heparin and abciximab drips. Clevidipine was started for blood pressure control. A neurology consultation note on (B)(6) 2013 documented a normal neurological examination except for impaired naming and repetition. Gait testing was deferred. A CT of the head without contrast performed on (B)(6) 2013 revealed: 1. No acute intracranial abnormality is identified. 2. Mild atrophy. 3. Leukoaraiosis. 4. Remote infarcts (the acute/subacute infarcts identified on the 08/02/2013 brain MRI were not clearly identified. A neurology consult note on (B)(6) 2013 at 11:00 documented the following abnormalities on the neurological examination: occasional word finding trouble, subtle right pronator drift, mild intention tremor on left. Evaluation of gait was deferred. A consultation note on (B)(6) 2013 at 15:47 by a rehabilitation physician noted the following abnormalities on the neurological examination: tangential language, has word finding difficulty. Orientation impaired, memory impaired. Motor strength 4/5 on both upper extremity and lower extremities. Coordination impaired, (+) apraxia. On (B)(6) 2013 at 08:49 a rehabilitation service note documented that the patient had a decline in function since initial pt evaluation. The patient continued on a heparin drip and was currently requiring restraints and a sitter for safety. He was also receiving haloperidol. Some of his disorientation was thought to be potentially due to the hospital setting. The patient would likely need inpatient rehabilitation to address functional, cognitive deficits and medical management. The patient did not appear medically appropriate for inpatient rehabilitation at this time, but would be followed. A possible admission early next week was anticipated. On (B)(6) 2013 the patient had worsening aphasia and agitation. A cta (extracranial and intracranial) with contrast performed on (B)(6) 2013 was compared to the (B)(6) 2013 cta and revealed: 1. Interval improvement in soft plaque/thrombus formation in the left ica at the level of the stent. The finding may reflect maturation of thrombus/plaque versus distal migration. 2. Mild atherosclerotic narrowing in the distal left cca appears unchanged. 3. 70% atherosclerotic narrowing at the origin of the left subclavian artery is unchanged. A MRI of the brain with and without contrast performed on (B)(6) 2013 was compared to the (B)(6) 2013 MRI and revealed: 1. Acute watershed territory infarcts at the margins of the left mca territory. Subacute infarct in the inferior left frontal lobe. Multiple remote infarcts. 2. Moderate atrophy. 3. Leukoaraiosis. By evening, the nurse noted that the patient's aphasia and agitation were much better. Cec minutes received indicate that after the stent was deployed angiogram demonstrated a complete lack of flow in the ica. During treatment of the lack of flow, hydralazine 10 mg IV was also administered for an increase of blood pressure to 158/71 mmhg. At this juncture, the patient was neurologically intact. An export catheter was utilized and thrombus was removed with several passes. This returned a visible load of thrombus, which was seen in the filter. After several passes, the patient began to have an unresponsive period. An angiogram showed that there was no flow up past the filter. One more run with the export catheter was performed. Then the filter was retrieved. There was visible debris in the filter. The patient began to be more lucid during this time period. A total of 5.8 mg of intra-arterial tpa at the level of the carotid bifurcation was administered. Hydralazine 10 mg IV was administered for an increase of blood pressure to 158/71 mmhg. Completion imaging including intracranial imaging showed that the major branches of the aca and the mca were patent. No cross-filling from the left or right was seen; however, a preoperative intracranial imaging exam was not undertaken. There was now no thrombus seen or cut off sign within the anterior cerebral circulation. Flow appeared appropriate through the stent and there was no evidence of residual thrombus. The patient was becoming more neurologically appropriate as the case ended and was conversant. He had full motor strength in the upper and lower extremities at the conclusion of the case. The site reported a 20% final residual stenosis. The site reported that the patient experienced a tia event during the index procedure. Following discharge to home post-index procedure, the patient's wife and daughter noted that the patient had intermittent episodes of confusion. He had infrequent episodes of memory loss, disorientation and aphasia. He saw a physician 4 days later who recommended admission and work-up. The patient was admitted to the hospital. The site reported that the patient had a stent thrombosis event. The patient was discharged on approximately five days later on asa, clopidogrel and warfarin. The discharge summary documented the admitting and discharge diagnosis as tia. On the same day, the patient was admitted to the acquired brain injury unit. The physical medicine and rehabilitation note documented that this admission was with a "diagnosis of new stroke in the context of recent left ica stent procedure¿.". The physician noted that the patient exhibited profound expressive language impairment and demonstrated some receptive language dysfunction in following some simple commands. This was particularly evident in the right-sided limbs, suggestive of some intention or apraxia as spontaneous movement is noted to be 4/5 in power. The sensory exam was unreliable due to the language dysfunction with unreliable yes/no responses. Intensive therapy was planned including speech/language therapist, physical therapy and occupational therapy, with therapy 3 hours/day, 5 days a week. The assessment and plan on the vascular surgery consult note of (B)(6) 2013 noted an acute left mca infarct in the setting of recent left ica stent placement. Based on complications with a thrombus forming within the stent during the patient's (B)(6) 2013 procedure, it is not unexpected that the patient will continue to shower emboli causing cvas. Unfortunately, further surgical intervention would likely complicate the patient's clinical status further and we continue to recommend anticoagulation as the best way to prevent further embolic events. Fortunately, the cta of the neck today was stable and shows some improvement in the plaque within the stent. The patient is also clinically doing better and has no new neurological deficits. Would continue anticoagulation with asa, clopidogrel and warfarin with goal inr 3-4. The discharge summary noted that the patient continued to have aphasia, both expressive and receptive component. He also was having issues with coordination and balance. He was receiving speech, physical and occupational therapy. The sitter was discontinued later in the hospital course due to decreased agitation and impulsivity, but he still experienced confusion. He received an antibiotic for a urinary tract infection and developed atrial fibrillation on or around 3 days later. The 30-day follow-up visit was completed in the rehabilitation unit. The stroke scale scores were evaluated by a different examiner. The nih stroke scale score was 10 and the rankin score was 4. The patient was discharged to a skilled nursing facility on asa, clopidogrel and warfarin. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00579 and 1016427-2013-00117.

Manufacturer narrative:
The report received from the (B)(4) study indicated that post stent deployment a 73 year-old male patient developed aphasia that was diagnosed as a tia. 4 days later there was stent thrombosis which was treated and an ischemic stroke 13 days later. Medical history included a previous stroke, previous tia, prior left and right carotid endarterectomy, hyperlipidemia, clinical copd, history of smoking (>5packs of cigarettes), coronary artery disease and hypertension mechanical thrombectomy and intra arterial tpa treatment were provided. The patient had deficits at discharge on the following day and the nih stroke scale score was 1, up from 0 at baseline. The patient was symptomatic at study inclusion. Nih stroke scale score was 0 and the rankin score was 3 (because the patient¿s wife indicated although the patient told the evaluator he would be able to care for himself if let alone for 2 weeks and that this is not true. He would not be able to look after his own affairs).¿ in addition, the patient was not reported to have any neurological symptoms prior to the procedure as none were noted during initial nihss. According to a note from his neurologist dated 13 days prior to the procedure, he had occasional stuttering speech but no problem with receptive or expressive language. Carotid artery stenting was performed on a 70% occluded lesion of 30mm in a 4.0mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric and there was thrombus present within the lesion. A 6mm medium support angioguard embolic protection device was deployed past the lesion and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20 %. The angioguard was successfully removed and debris was found in the basket. Post- stent deployment, the patient had aphasia and other symptoms on the left side of the body and the diagnosed tia was in the left hemisphere. Discharge recommendation was anticoagulation medication. Additional information was received that 4 days after cas in the proximal left internal carotid artery, there was stent thrombosis relating to the precise stent and was treated. Approximately 13 days later, the patient had an ischemic stroke. The patient was sent to a rehab facility. The patient had gradual onset of behavioral changes, aphasia, reflex change, right hemiparesis, right hemineglect and right hemitaxia. Pt was 42.3 and inr 4.2. For the thrombosis, symptoms included aphasia, episodic memory loss and confusion, right sided inattention and apraxia. The location of the thrombus was within the distal common and stented proximal left carotid artery. The patient was treated with heparin drip, reopro and aspiration thrombectomy. For the ischemic stroke, the patient was treated with anticoagulation with heparin with transition to coumadin, plavix and asa. Patient was transferred to and inpatient rehabilitation for physical therapy, occupational therapy, rt and supportive services to improve functional outcome of impaired mobility, adl¿s, transfers and self-care. During the 30 day follow-up contact the patient¿s nih stroke scale score was 10 and the rankin 4. The patient exited the study after completing all of the required follow-up. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The report received from the (B)(6) study indicated that post stent deployment a (B)(6) male patient developed aphasia that was diagnosed as a tia. Cec minutes also indicate there was an episode of slow flow during the procedure that was treated. Four days later there was stent thrombosis and the minutes also indicate there was a stroke on the same day which were treated. Thirteen days later, the patient had an ischemic stroke. Medical history included a previous stroke, previous tia, prior left and right carotid endarterectomy, hyperlipidemia, clinical copd, history of smoking (>5packs of cigarettes), coronary artery disease and hypertension mechanical thrombectomy and intra arterial tpa treatment were provided. The patient had deficits at discharge on the following day and the nih stroke scale score was 1, up from 0 at baseline. The patient was symptomatic at study inclusion. Nih stroke scale score was 0 and the rankin score was 3 (because the patient¿s wife indicated although the patient told the evaluator he would be able to care for himself if let alone for 2 weeks and that this is not true. He would not be able to look after his own affairs).¿ in addition, the patient was not reported to have any neurological symptoms prior to the procedure as none were noted during initial nihss. According to a note from his neurologist dated 13 days prior to the procedure, he had occasional stuttering speech but no problem with receptive or expressive language. Carotid artery stenting was performed on a 70% occluded lesion of 30mm in a 4.0mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric and there was thrombus present within the lesion. A 6mm medium support angioguard embolic protection device was deployed past the lesion and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20 %. The angioguard was successfully removed and debris was found in the basket. Post- stent deployment, the patient had aphasia and other symptoms on the left side of the body and the diagnosed tia was in the left hemisphere. Cec minutes received indicate that after the stent was deployed angiogram demonstrated a complete lack of flow in the ica. At this juncture, the patient was neurologically intact. An export catheter was utilized and thrombus was removed with several passes. This returned a visible load of thrombus, which was seen in the filter. After several passes, the patient began to have an unresponsive period. An angiogram showed that there was no flow up past the filter. One more run with the export catheter was performed. Then the filter was retrieved. There was visible debris in the filter. The patient began to be more lucid during this time period. A total of 5.8 mg of intra-arterial tpa at the level of the carotid bifurcation was administered. Hydralazine 10 mg IV was administered for an increase of blood pressure to 158/71 mmhg. Completion imaging including intracranial imaging showed that the major branches of the aca and the mca were patent. No cross-filling from the left or right was seen; however, a preoperative intracranial imaging exam was not undertaken. There was now no thrombus seen or cut off sign within the anterior cerebral circulation. Flow appeared appropriate through the stent and there was no evidence of residual thrombus. The patient was becoming more neurologically appropriate as the case ended and was conversant. He had full motor strength in the upper and lower extremities at the conclusion of the case. The site reported a 20% final residual stenosis. The site reported that the patient experienced a tia event during the index procedure. Discharge recommendation was anticoagulation medication. Additional information was received that 4 days after cas in the proximal left internal carotid artery, there was stent thrombosis relating to the precise stent and was treated. Approximately 13 days later, the patient had an ischemic stroke. The patient was sent to a rehab facility. The patient had gradual onset of behavioral changes, aphasia, reflex change, right hemiparesis, right hemineglect and right hemiataxia. Pt was 42.3 and inr 4.2. For the thrombosis, symptoms included aphasia, episodic memory loss and confusion, right sided inattention and apraxia. The location of the thrombus was within the distal common and stented proximal left carotid artery. The patient was treated with heparin drip, reopro and aspiration thrombectomy. For the ischemic stroke, the patient was treated with anticoagulation with heparin with transition to coumadin, plavix and asa. Patient was transferred to and inpatient rehabilitation for physical therapy, occupational therapy, rt and supportive services to improve functional outcome of impaired mobility, adl¿s, transfers and self-care. During the 30 day follow-up contact the patient¿s nih stroke scale score was 10 and the rankin 4. The patient exited the study after completing all of the required follow-up. Minutes received indicate that after the stent was deployed angiogram demonstrated a complete lack of flow in the ica. During treatment of the lack of flow, hydralazine 10 mg IV was also administered for an increase of blood pressure to 158/71 mmhg. At this juncture, the patient was neurologically intact. An export catheter was utilized and thrombus was removed with several passes. This returned a visible load of thrombus, which was seen in the filter. After several passes, the patient began to have an unresponsive period. An angiogram showed that there was no flow up past the filter. One more run with the export catheter was performed. Then the filter was retrieved. There was visible debris in the filter. The patient began to be more lucid during this time period. A total of 5.8 mg of intra-arterial tpa at the level of the carotid bifurcation was administered. Hydralazine 10 mg IV was administered for an increase of blood pressure to 158/71 mmhg. Completion imaging including intracranial imaging showed that the major branches of the aca and the mca were patent. No cross-filling from the left or right was seen; however, a preoperative intracranial imaging exam was not undertaken. There was now no thrombus seen or cut off sign within the anterior cerebral circulation. Flow appeared appropriate through the stent and there was no evidence of residual thrombus. The patient was becoming more neurologically appropriate as the case ended and was conversant. He had full motor strength in the upper and lower extremities at the conclusion of the case. The site reported a 20% final residual stenosis. The site reported that the patient experienced a tia event during the index procedure. Following discharge to home post-index procedure, the patient's wife and daughter noted that the patient had intermittent episodes of confusion. He had infrequent episodes of memory loss, disorientation and aphasia. He saw a physician 4 days later who recommended admission and work-up. The patient was admitted to the hospital. The site reported that the patient had a stent thrombosis event. The patient was discharged on approximately five days later on asa, clopidogrel and warfarin. The discharge summary documented the admitting and discharge diagnosis as tia. On the same day, the patient was admitted to the acquired brain injury unit. The physical medicine and rehabilitation note documented that this admission was with a "diagnosis of new stroke in the context of recent left ica stent procedure¿". The physician noted that the patient exhibited profound expressive language impairment and demonstrated some receptive language dysfunction in following some simple commands. This was particularly evident in the right-sided limbs, suggestive of some intention or apraxia as spontaneous movement is noted to be 4/5 in power. The sensory exam was unreliable due to the language dysfunction with unreliable yes/no responses. Intensive therapy was planned including speech/language therapist, physical therapy and occupational therapy, with therapy 3 hours/day, 5 days a week. The assessment and plan noted an acute left mca infarct in the setting of recent left ica stent placement. Based on complications with a thrombus forming within the stent during the patient's index procedure, it is not unexpected that the patient will continue to shower emboli causing cvas. Unfortunately, further surgical intervention would likely complicate the patient's clinical status further and we continue to recommend anticoagulation as the best way to prevent further embolic events. Fortunately, the cta of the neck today was stable and shows some improvement in the plaque within the stent. The patient is also clinically doing better and has no new neurological deficits. Would continue anticoagulation with asa, clopidogrel and warfarin with goal inr 3-4. The discharge summary noted that the patient continued to have aphasia, both expressive and receptive component. He also was having issues with coordination and balance. He was receiving speech, physical and occupational therapy. The sitter was discontinued later in the hospital course due to decreased agitation and impulsivity, but he still experienced confusion. He received an antibiotic for a urinary tract infection and developed atrial fibrillation on or around 3 days later. The 30-day follow-up visit was completed in the rehabilitation unit. The stroke scale scores were evaluated by a different examiner. The nih stroke scale score was 10 and the rankin score was 4. The patient was discharged to a skilled nursing facility on asa, clopidogrel and warfarin. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Restenosis is a known potential adverse event associated with carotid artery stenting and is often associated with the progression of carotid artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products involved with the reported adverse event and is associated with manufacturer report number 1016427-2013-00117.

Event description:
The report received from the (B)(6) study indicated that post stent deployment a patient developed aphasia that was diagnosed as a tia. Mechanical thrombectomy and intra arterial tpa treatment were provided. The patient had deficits at discharge on the following day and the nih stroke scale score was 1, up from 0 at baseline. The patient was symptomatic at study inclusion. Nih stroke scale score was 0 and the rankin score was 3 (because the patient¿s wife indicated although the patient told the evaluator he would be able to care for himself if let alone for 2weeks and that this is not true. He would not be able to look after his own affairs).¿ in addition, the patient was not reported to have any neurological symptoms prior to the procedure as none were noted during initial nihss. According to a note from his neurologist dated 13 days prior to the procedure, he had occasional stuttering speech but no problem with receptive or expressive language. Carotid artery stenting was performed on a 70% occluded lesion of 30mm in a 4.0mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric and there was thrombus present within the lesion. A 6mm medium support angioguard embolic protection device was deployed past the lesion and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20 %. The angioguard was successfully removed and debris was found in the basket. Post- stent deployment, the patient had aphasia and other symptoms on the left side of the body and the diagnosed tia was in the left hemisphere. Discharge recommendation was anticoagulation medication.

Manufacturer narrative:
Additional information was received that 4 days after cas in the proximal left internal carotid artery, there was stent thrombosis. Approximately 13 days later, the patient had an ischemic stroke. The recovery was partial. The patient had gradual onset of behavioral change, aphasia, reflex change, right hemiparesis, right hemineglect and right hemitaxia. Pt was 42.3 and inr 4.2. During the 30 day follow-up contact the patient¿s nih stroke scale score was 10 and the rankin 4. The patient exited the study after completing all of the required follow-up. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Preliminary cec notification was received that the patient had a stroke five days after the cas procedure. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Aspirin was given pre and post-procedure. Clopidogrel was given post-procedure. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00579 and 1016427-2013-00117.

Manufacturer narrative:
As reported by the (B)(4) study, a (B)(6) male patient with medical history including previous stroke, previous tia, prior left and right carotid endarterectomy, hyperlipidemia, clinical copd, history of smoking (>5packs of cigarettes), coronary artery disease and hypertension had a tia post stent deployment. Mechanical thrombectomy and intra arterial tpa treatment were provided. The patient had deficits at discharge on the following day and the nih stroke scale score was 1, up from 0 at baseline. The patient was symptomatic at study inclusion. Nih stroke scale score was 0 and the rankin score was 3 (because the patient¿s wife indicated although the patient told the evaluator he would be able to care for himself if let alone for 2weeks and that this is not true. He would not be able to look after his own affairs).¿ in addition, the patient was not reported to have any neurological symptoms prior to the procedure as none were noted during initial nihss. According to a note from his neurologist dated 13 days prior to the procedure, he had occasional stuttering speech but no problem with receptive or expressive language. Carotid artery stenting was performed on a 70% occluded lesion in the proximal left internal carotid artery of 30mm in a 4.0mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric and there was thrombus present within the lesion. A 6mm medium support angioguard embolic protection device was deployed past the lesion and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20 %. The angioguard was successfully removed and debris was found in the basket. Post- stent deployment, the patient had aphasia and other symptoms on the left side of the body and the diagnosed tia was in the left hemisphere. Discharge recommendation was anticoagulation medication. On initial nihss, the patient was able to name all items on the naming sheet. On the discharge nihss, he had difficulty naming some of the pictures giving him a score of 1 for mild to moderate aphasia. The symptoms were on the left and the stroke was in the left hemisphere. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00579 and 1016427-2013-00117.